Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative performed applicable tests. The system was reconfigured. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system would continue to x-ray when the button was released. No patient injury was reported.